Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
During a clinic follow-up, the device was unable to be interrogated using bluetooth (ble) telemetry. Technical support was contacted and a ble reset was performed to resolve the event. The patient was stable and will continue to be monitored.